Event description:
Unomedical reference number (B)(4). Event occurred in brazil on 10-apr-2024, it was reported that the patient faced an insulin flow block alarm sue to occlusion in tube. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01142 - device 2 of 2.